Event description:
It was reported that the pump was alarming since (B)(6). On interrogation, two weeks ago from the date of this report, hcp (health care professional) stated that the pump should have been refilled in (B)(6). Pt didn't have any withdrawal symptoms. It was stated that the alarm was due to "pump battery going out, which needs to be replaced by (B)(6)." However the pump continued to flip in pouch. Pt was considering explant due to health changes. The pump dosage had been decrease two yrs ago and since then although the pump was helping, headaches had re-occurred and it was not helping with back pain as much. Pt was not sure why they decreased dosage. Presently pt was at home and was considering hcp options to replace pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for non-malignant pain. The previous pump had flipped on several different occasions. When asked for specific dates, it was stated "before 2011."